Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was never able to use their scs system. An impedance check was performed and it was determined that all 16 electrodes had impedances of greater than 10000 ohms. A cat scan was ordered to examine the leads more closely. The patient wanted to have the whole system explanted and was not interested in a revision. A surgery was planned. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was scheduled for removal of the scs system on (B)(6) 2018. The patient stated that it had worked for one year and then stopped. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the healthcare provider (hcp) has not scheduled the explant yet. The device currently was off and implanted, but the rep mentioned the device would be returned if the customer allowed it. The cause of the issue was undetermined at this time. No further complications were reported.